Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after a superficial femoral artery stenting procedure with a 7f sheath. No imaging was performed of the access site prior to proglide use. Reportedly, the proglide was deployed as normal; however, it sounded and felt different. No suture was seen with plunger removal. It was noted a proglide foot broke off in the patient. A sheath was reinserted, and an angiogram was taken showing calcification at the access site, the foot in the vessel, and no flow limiting in the vessel. The foot was not removed. A non-abbott device was used to achieve hemostasis. The patient was stable and will be scheduled for a follow-up visit. There was no reported clinically significant delay in the procedure. Subsequent to previously filed report, additional information was received: imaging of the vessel possibly showed the broken foot against the vessel wall still connected to the suture. The suture was cut below the skin. The patient continues to be monitored. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation, and failure to cycle were confirmed. The audible noise, and product quality issue (feel) cannot be confirmed in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, prior to use, the proglide smc device was used without a femoral angiogram. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the violation of the IFU contributed to the reported difficulties. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the calcification contributed to the deflection leading to a posterior cuff miss and separation when the needles were deployed; however, this cannot be determined. The foot is likely attached to the posterior cuff and link. The link likely separated from the anterior needle once the needles were pulled back. The anterior cuff and a portion of the link pulled through the vessel wall, but the separation of the anterior cuff and anterior needle occurred once the separated posterior foot struck the vessel wall. This condition would result in the imaged foot in the vessel against the vessel wall. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after a superficial femoral artery stenting procedure with a 7f sheath. No imaging was performed of the access site prior to proglide use. Reportedly, the proglide was deployed as normal; however, it sounded and felt different. No suture was seen with plunger removal. It was noted a proglide foot broke off in the patient. A sheath was reinserted, and an angiogram was taken showing calcification at the access site, the foot in the vessel, and no flow limiting in the vessel. The foot was not removed. A non-abbott device was used to achieve hemostasis. The patient was stable and will be scheduled for a follow-up visit. There was no reported clinically significant delay in the procedure. No additional information was provided.